Manufacturer narrative:
The insulin pump powered up properly after battery installation and was monitored for 24 hours and no blank display or insulin pump switching off anomalies noted. The power connector was plugged in and locked into place properly. The insulin pump was received with operating currents within specifications and passed self-test and displacement test. The insulin pump had minor scratched lcd window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump turned off and did not receive an alarm prior. Customer's blood glucose was not reported. Insulin pump would be replaced.